Event description:
The customer reported a ventilator fails the flow accuracy testing due to a bad turbine. Additionally, the screen is dark and the ventilator does not have a nav-ring. The customer reported that the device was not in patient use when the issue was discovered. There was no patient or user harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
A user interface (ui) assembly was returned for failure analysis. Visual inspection of the ui assembly revealed no evidence of damage or contamination. A failure investigation (fi) technician installed the ui assembly into a fi ventilator to duplicate the reported issue of dim display. It was determined that the burn out cold cathode fluorescent lamp (ccfl) backlight caused the dim display.

Manufacturer narrative:
Philips remote service engineer (rse) advised the customer that they may need to replace the user interface (ui) assembly with nav-ring and blower assembly. Additionally, the rse provided the customer with the part identification number. Moreover, multiple attempts were made to retrieve device repair or diagnostic information and, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. A supplemental report will be submitted if new information is received at a later date.